Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. However, the insulin pump was received with normal operating currents. No unexpected battery alarms were noted. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a blank display on her insulin pump. The customer's blood glucose was unknown. Prior to the blank display, the customer had replaced the battery for a second time and received a failed battery test before the insulin pump turned off completely. Troubleshooting was done. The customer noticed a little white powder at the battery compartment. The customer then confirmed that the spring was neither damaged nor corroded. The customer noticed that there was also a crack by the battery compartment while troubleshooting. Advised that the insulin pump needed to be replaced. Advised customer that she stay off the insulin pump and revert to a back-up plan. Advised that a replacement insulin pump would be sent. Nothing further reported.